Event description:
The peritoneal dialysis (pd) pt reported feeling sick and experiencing a m65-scale reading error during fill 2 of her pd treatment on the liberty cycler. During a follow-up call, the pd nurse reported that the pt had his pd effluent cultures drawn. Cultures were positive for wbc and no organism found. The pt was diagnosed with peritonitis and treated with intraperitoneal antibiotics. The pt was treated outpatient. The cycler was replaced.

Manufacturer narrative:
A clinical investigation was performed. Per the fmc associate medical dir, peritonitis is a known complication of peritoneal dialysis, caused by a break in the sterile field and/or aseptic technique. There is no history of device malfunction or cassette leak which could have caused or contributed to this event of peritonitis. The actual device was returned to the MFR for evaluation and a product investigation was performed. There was no visual evidence of dried fluid in the cassette compartment. A simulated treatment was completed without any failures or alarms. Further evaluation found ano device malfunctions that would have caused the reported peritonitis event. A batch record review was conducted and confirmed there were no deviations or non-conformances during the manufacturing process. Product labeling, material, and process controls were within specifications.